Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and replaced the batteries due to battery run time test failure. The run time test only lasted for 50 minutes. The fse reported that the customer uses their iabp's in an off label program where they charge and discharge the batteries every day by making the batteries fail prematurely. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during patient use, the cs300 intra-aortic balloon pump (iabp) internal batteries are only lasting for 50 minutes. No adverse event was reported.